Event description:
During evaluation of the returned homechoice machine, an overfill was identified during drain 1. The ultrafiltration (uf) log showed the patient's uf reading to be 688 (ml). The uf reading indicates that the home patient drained 688 ml more than the last volume infused. The patient's programmed fill volume is 1800 ml. The drain volume of 1800 ml + 688 ml (2488 ml) is greater than 1.3 times the last volume infused, indicating an overfill situation. The home patient did not recall this incident and reported he has never had a problem with feeling full or overfull with fluid during therapy. There was no patient injury or medical intervention associated with this report.

Manufacturer narrative:
The homechoice machine was received and evaluated by the product analysis laboratory. Three simulated patient therapies were performed using the patient's therapy settings. No problems were encountered. The device was then tested for volumetric accuracy. The fluid volume delivered and removed from the simulated patient for each exchange was within design specifications. The device's pneumatic system was monitored and no problems were revealed; all pressures were correct and stable. The cover was opened and an internal inspection was performed. No problems were encountered and all connections were correct and secure. A review of the device's service history revealed no past trends. The probable cause of this overfill was undetermined during this evaluation.